Event description:
On (B)(6) 1999 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the filter was tilted about 8 degrees. There were also 4 struts that penetrated through the inferior vena cava (ivc) and into the retroperitoneum. There was no retroperitoneal collection or mass.

Event description:
On (B)(6) 1999 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the filter was tilted about 8 degrees. There were also 4 struts that penetrated through the inferior vena cava (ivc) and into the retroperitoneium. There was no retroperitonal collection or mass.